Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a speaker malfunction. There was no allegation of a patient or user harm.